Event description:
Bilateral ruptured breast implants. A 69 year old white gravida two para two female, status post bilateral subglandular periaveolar placement of 200 cc heyer schulte gels for augmentation on 5/23/78. She always felt they were too small and over the years have decreased in size. No history of trauma. She has lost her cleavage. Pt complains of always firm, but in recent years they are increasingly painful. She has some hot flashes/sweats, sleep disturbances, sensitivity to sun, increased cholesterol and weight gain with genitourinary disturbances, but otherwise healthy, no complaints.